Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was some green material inside the cartridge tubing. Additionally, it was reported that the user had been experiencing elevated blood glucose (bg) levels of 400 mg/dl since the morning. It was unknown what the cause of the elevated bg was. The user addressed bg level with a bolus via the pump as well as a manual injection. Reportedly, the user's bg level lowered to "very low levels". However, the exact value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.